Event description:
Patient underwent axillofemoral vascular bypass procedure on 2004 two weeks post operatively, patient had fever. It was also reported that a perigraft fluid collection was evidenced by CT scans. Since fluif collection was still present one month post0operatively, drainage was performed to evacuate it. Graft remained however implanted.